Event description:
Implant of medical device "urolift" caused bladder stone and symptoms in my patient and then patient needed surgery to remove bladder stones and urolift and had a transurethral resection of the prostate. FDA safety report ID# (B)(4).